Event description:
It was reported that a malfunction alarm occurred on the pump, specifically showing malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to call back if any issues reoccurred, which the customer acknowledged.